Manufacturer narrative:
During the investigation, it was seen that this new situation was not taken into account when solving the issue with the previous software version. After creating two versions on the same day, if then the current version is also modified changing one of the values tests main screen, for example the units, then when the "end of day process" is being executed, it enables the version created previous to the most recent version is enabled instead of the most recent version; the most recent version is then disabled. Therefore, taking into account this situation of also making a modification in the current version, after creating two test versions in the same day, it has been concluded that the "end of day process" is not correctly handling the activation of the test¿s version. The investigation confirmed the "end of day process" problem was not resolved with the most current version of the software. There is currently no valid workaround. The event occurred in (B)(6).

Event description:
The customer complained of an issue with cobas infinity core software version (B)(4). The software allows for new test versions to be created on the same day to reflect new reference ranges, comments etc. The system saves all test versions in order to use the correct one to match a patient result with the test version of the result date. The current version used by the software should be the most recent test version created on the same day. For example, if the most current reference range values are not being used, this could affect the interpretation of patient results. The customer alleged that when a test has different test versions created on the same day, the software is not using the most recent version. The customer stated this most recent installed version of the software was supposed to correct this issue. No erroneous results were generated. The customer confirmed that there have been no patients injured due to the software issue. An example of when a new test version would be created would be if a user needs to change the reference ranges for a test. When the user presses the "test reference ranges" button a pop-up message appears asking if a new version of the test needs to be created since one exists already for the same day. If the user presses "yes" a new test version is created and enabled as current since it is the latest one. The issue with the software occurs during a daily system maintenance process called "end of day process." One of the default maintenance tasks performed is an "automatic test version activation" which activates the test versions where the version date is equal to the date the "end of day process" is being executed. The purpose of this process is to activate a test that has already been created for a future date. If two or more versions of a test from the same day are present, when the "end of day process" is executed, the version created previous to the most recent version is enabled instead of the most recent version; the most recent version is then disabled.